Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported ¿patient was implanted with an allergan silicone implant after breast cancer¿and "concerns about the recall". Patient representative has further reported rupture diagnosed by MRI and ultrasound. Ultrasound provided shows "severe stinging breast pain", ¿moderate fibrosis¿, ¿moderately chronic and giant cell inflammation with detection of foreign material¿ and ¿suspicion of a rupture of the left implant". Device has been explanted.